Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during receipt inspection, the department cultured the olympus asset colonovideoscope on arrival, and the levels of bacteria were far too high, they could not use it. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel (ch)/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air/water ch cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: >20cfu. Bacterial identification: penicillium species. Sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: no growth. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w-ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: due to deformation of up/down knob, water tightness is lost. Due to deformation of right/left knob, water tightness is lost. Air/water cylinder has no color. Suction cylinder has no color. Grip has a scratch. Scope connection case unit has a scratch. Adhesive on bending section rubber has a discolored area. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.